Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners caused an infection in two of their teeth which caused very bad bleeding and pain. They went to their dentist who fixed their problem.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.